Manufacturer narrative:
The device was received for evaluation. Functional testing was performed and the reported issue could not be reproduced. The function of the thermistors was verified with no issues noted. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. The ultrasonic sensor assembly will be replaced per service procedure. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum infusion pump, the device alarmed system error 345 (thermistor disparity). No additional information is available.